Event description:
Patient was implanted with elevate on 06/14/2010. Information received indicates that patient had post-op bleeding the day after the procedure and had to be transfused and have a radiologist embolize a vessel. Patient is doing well. No further information was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 6.3 inr and 6.0 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. Caller's coumadin was held based on the lab result. No adverse event reported. Requested return of suspect system, and replacement was sent.